Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line, where the patient started therapy before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on a homechoice (hc) device in initial drain, a home patient (hp) reported that they observed air in their cassette. The customer noted that they started the initial drain before connecting to the device. The technical service representative (tsr) explained proper procedures to the hp and assisted the hp to end therapy. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention associated with this report. No additional information is available.